Event description:
The reporter states, that she obtained the blood glucose results of 101mg/dl and 55mg/dl within 10 minutes on the accu-chek compact system. She ate an orange and felt better 1 hour after eating. No adverse event reported. New system sent to customer and return requested.